Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the insertion flexible tube buckled, the light guide cable buckled, the control body corroded, the lg connector corroded, the operation channel (primary) leak, the objective lens scratched, the lcb distal cover glass scratched, the remote control buttons disinfections damage, the distal body worn out, the nozzle gluing discolored, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.